Event description:
A (B)(6) male patient's wife contacted zoll customer support to report that the electrode belt trunk cable connector was detached from the trunk cable. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged trunk cable connector) has been confirmed. As received, the trunk cable connector was detached from the trunk cable. The root cause of the damaged trunk cable connector cannot be positively identified but was likely the result of physical abuse. No adverse event resulted from the damaged electrode belt connector. The patient was issued a replacement electrode belt.